Event description:
A customer reported that when a cartridge was inserted into the pump, the device occasionally failed to register the amount of insulin, leading to a waste of up to (B)(4) units and displaying a malfunction code requiring a pump reset. There was no reported impact to the customer¿s blood glucose level. The customer declined further troubleshooting and no follow-up was needed.